Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a review of the pump alarm history showed frequent replace battery alarms. A visual inspection of the pump revealed a crack in the battery compartment. During investigation, the pump had intermittent power and was further testing for battery life was unable to be performed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 25-may-2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.